Event description:
A doctor in the facility was preparing to start an IV on an infant. The doctor opened the package containing the 23ga use butterfly and noticed a yellow coating of some kind on the tip of the needle.